Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The user facility's biomedical engineer reported that a 2008k2 hemodialysis (hd) machine generated a flow inlet error message while undergoing a chemical disinfect cycle. There was no patient connected to the system at the time of the incident. The staff noted that a burning smell emanated from the unit. No smoke was visible, and no flames or sparks were present. The biomed reported that ic31 and c124 of the actuator/test board were found to be burnt. The biomed replaced the deaeration motor and actuator board to resolve the issue. Following the part replacement, the unit was restored to full functionality. The unit has been returned to service at the user facility with no further issues being reported. No replaced components are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the actuator/test board was replaced which resolved the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.